Event description:
It was reported that in 2006 the patient underwent treatment with the polarcath device for one lesion. During the polarcath cryoplasty procedure the immediate technical results were non-satisfactory due to a flow limiting dissection. The post-treatment of the lesion after cryoplasty was a stent with a balloon/stent diameter of 5 mm and maximum post-dilatation pressure of 08 atmospheric pressures (atm). The pre-procedure target lesion was in the popliteal artery p1 (de novo) reference vessel with a 5 mm diameter and a 12mm lesion length. The quantitative data measurement method was visual. The target lesion pre-procedure was 95% eccentric stenosis. There were three patent run-off vessels. There was no target vessel tortuosity and there was moderate calcification at the target lesion. The polarcath balloon used during the procedure was a 5 mm diameter, 60 cm balloon length and 4 inflations. The target lesion post-procedure was 10% stenosis. The total cryoplasty procedure time was 25 minutes. The patient had a follow up visit. The clinical stage claudication was asymptomactic (fontaine I or rutherford category 0). The patient had a reported walking distance of greater than 1000 meters. The ankle brachial index (abi) had a value of ipsilateral 1 and contralateral 0.95. The duplex was available with no restenosis greater than 50%. An angiogram was not available. The patient did not experience any adverse events since the procedure.

Manufacturer narrative:
Date of the event - 2006 the device will not be returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed.the batch number is unknown. Therefore, a review of the manufacturing documentation could not be performed.the most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted in the direction for use (dfu).